Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The technical service representative assisted the patient with removing the supplies and advised the patient to contact their nurse for further instruction regarding therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned, a complete device analysis could not be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.